Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 75 mg/dl, and the meter bg reading was 35 mg/dl. Due to the bg level the customer lost consciousness and required paramedic assistance. Customer was treated with intravenous fluids of dextrose to address bg level. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.